Event description:
Initial bilateral implantation occured on 7/23/83 with explant on 7/27/94. Plaintiff alleges various symptoms including, but not limited to, ulcerations in mouth, chest pain, memory loss, and skin rashes.

Manufacturer narrative:
H3: received per litigation. No customer contact allowed.